Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that two speedband superview super 7 devices were used in the esophagus for a band ligation procedure on (B)(6) 2025. During the procedure, the first speedband superview super 7 was set-up and inserted into patient. Upon deployment the first band did not come off the plastic cap. The device was removed and a second speedband superview super 7 was mounted on the endoscope and tested outside the patient first. Again, upon deployment the first band did not come off the plastic cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. This record represents the second of two devices.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy device evaluation summary: the speedband superview super 7 device was returned and analyzed. During visual and microscope inspection, it was observed that only the ligator housing returned with three bands in it. Two bands were overlapped and a section of the trip wire returned with evidence of mechanical cut. Based on the evidence, the reported event of bands failure to deploy is confirmed. This failure mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Possibly the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and couldn't be deployed due to this condition. The trip wire evidence of mechanical cut could be due to an intentional cut by the physician to enable device removal. With all the available information, boston scientific concludes that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific that two speedband superview super 7 devices were used in the esophagus for a band ligation procedure on (B)(6) 2025. During the procedure, the first speedband superview super 7 was set-up and inserted into patient. Upon deployment the first band did not come off the plastic cap. The device was removed and a second speedband superview super 7 was mounted on the endoscope and tested outside the patient first. Again, upon deployment the first band did not come off the plastic cap. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. This record represents the second of two devices.